Event description:
Additional information reported that on (B)(6) 2013 there was irritation, bruising and pain at the implantable neurostimulator (ins) site with the pain also going down the patient¿s right leg and up their side. Interventions included temporary discontinuation of the stimulation of the ins for 2 days beginning on (B)(6) 2013. Impedance check on the same date was reported as ¿ok¿. In addition to the levaquin therapy, on (B)(6) 2013, elavil (25 mg p.o. Daily) for 30 days was added together with the bladder diaries to be kept for 2 days. The outcome was reported as ¿ongoing event¿. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the site pain was still present in (B)(6) 2014. The patient denied any pain down their right leg or side.

Event description:
It was reported that the patient experienced pocket site irritation, with symptoms including pain, bruising, and irritation. The patient was treated with 500mg of levaquin each day for 14 days. The patient outcome was reported as resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v644605 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported reprogramming was attempted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the etiology (location) of the issue was the incisional site/device tract and the neurostimulator pocket.